Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that a software error occurred. The failure was a result of the system switching to bypass mode while "block radiation" was activated. There are several mitigating factors implemented in the system which reduce the severity of possible harm and the user can interrupt x-ray by activating the emergency stop button. A software update was introduced in 2016 and the manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The customer reported that x-ray was still possible even after the "block radiation" button was activated. There is no report of impact to the state of health of any patient involved.